Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported blood glucose results of 'about 120 mg/dl' with the subject meter and 'hi mg/dl' on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. At the same time as the alleged issue, the patient claims she felt symptoms of nausea, shortness of breath and numbness. The patient reportedly went to the hospital due to the alleged issue. A health care professional (hcp) administered the patient intravenous (IV) fluids as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result of 'hi mg/dl' with another device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.